Event description:
The customer reported that the drill turned on during the case without anyone pressing the foot pedal. The issue persisted when equipment other than the pedal was changed. No further information has been reported at this time.

Manufacturer narrative:
Additional information: d1, d2, d3, d4 (device identifying information), d9 (product availability). Corrected data: h6 codes.

Manufacturer narrative:
Device not returned.

Event description:
The customer reported that the drill turned on during the case without anyone pressing the foot pedal. The issue persisted when equipment other than the pedal was changed. No further information has been reported at this time.